Event description:
A surgeon reports a pt with an overcorrection following a hyperopic custom prk procedure. The surgeon declined to provide any additional info until after the pt's 3-month postoperative exam.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes a available. This report mailed in to FDA on: 07/09/08.